Manufacturer narrative:
The device with the lens was returned loose inside the carton. Carton has note: ¿leading haptic straight; too much pressure to inject¿. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted. There is no visible evidence of a plunger over/underride. The lens is in the nozzle tip. The trailing haptic is tucked in the optic fold. The leading haptic is extended outside of the tip and broken. The broken haptic most likely occurred due to the product being returned unsecured in the carton with the haptic extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. No problems are observed with the returned device. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the directions for use. The cause of the reported "pressure" could not be determined. There was no visible evidence of a plunger over/under ride. Top coat dye stain testing was conducted with acceptable results. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure, prior to implanting the iol, during device preparatory, there was a straight leading haptic and the device was requiring a lot of pressure during priming. The device was not used and there was no patient contact or impact. Additional information was requested.